Event description:
Received info the ins was replaced after 18 months of use due to battery depletion. The pt's previous ins lasted 36 months. It was noted at explant there was blood in the connector block and the physician questioned if this caused the early battery depletion or not. Output settings: 4v, 180us, 446 ohms, 45 hz, 2 electrodes selected for (+) no unk. One electrode selected for (-) no unk. The 5.5v, 450us, 668 ohms, 45 hz, 2 electrodes selected for (+) no unk, 1 electrode selected for (-) no unk. If additional info becomes available, a f/u report will be sent.

Manufacturer narrative:
(B)(4).